Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed motor communication error. Customer was assisted with troubleshooting for the alarm but could not continue due to the blank screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting for blank display was performed but display did not return. Customer stated there were lines running up and down the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart. Error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display, low battery alert and spi to motor pic communication error alarm noted. No ramping numbers on the display and audio beep anomaly noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.